Event description:
The plaintiff's atty alleged that the pt experienced cardiorespiratory arrest and expired on the same day caused by exposure to the products administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. Add'l info has been requested, a f/u will be sent upon receipt of new info.